Event description:
The lead was returned to the manufacturer after being explanted due to atrial fibrillation and the patient no longer requiring an atrial lead. The lead subsequently tested out of specification during manufacturer's analysis. It was further reported that the patient experienced a tamponade during the procedure to remove the lead but was quickly stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Analysis found the outer insulation had a breached depression. Blood/body fluid was noted on all conductors (not obstructed), the outer insulation was kinked/buckled, torn, breached cut, had a cosmetic depression and a white substance present. Blood was noted in/on the helix/lobe mechanism.